Event description:
It was reported that the patient underwent a revision surgery due to a dislocation, approximately eight (8) years after the initial hip arthroplasty. No known impact or consequence to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 - medical devices: metasul hd 32 12/14 szxl/+7 l/+7; item# 00877003204; lot# 2518834. 48mm o.d. Size gg porous uncemented with uni-hole shell use with gg liners; item# 00875704800; lot# 61403509. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00153 location of the product is unknown however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - associated product: femoral stem fiber metal taper collarless 12/14 neck taper with calcicoat ceramic coating size 13 standard body extended neck offset; item# 65-7862-013-20; lot# 60180218. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d4, d10, g3, g6, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.